Manufacturer narrative:
E1: customer name and address = address line 2: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a procedure involving "tbranch/visceral vessel probing" via trans-axillary access, the side-arm separated from a flexor high-flex ansel guiding sheath's hub when the user connected a syringe for injection of contrast. The dilator was not in the sheath when the side-arm separated, nor was any other device. The anatomy was reportedly normal, and resistance was not encountered upon insertion or removal of the sheath. The patient received heparin during the procedure. A power injector was not used. The procedure was completed with a new sheath. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Correction: d4 summary of event: as reported, during a procedure involving "tbranch/visceral vessel probing" via trans-axillary access, the side-arm separated from a flexor high-flex ansel guiding sheath's hub when the user connected a syringe for injection of contrast. The dilator was not in the sheath when the side-arm separated, nor was any other device. The anatomy was reportedly normal, and resistance was not encountered upon insertion or removal of the sheath. The patient received heparin during the procedure. A power injector was not used. The procedure was completed with a new sheath. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures were conducted during the investigation. A visual inspection was conducted as well. The complaint device was returned to cook for investigation. The device was received with the side arm separated from the hub. There were no other damages were noted to the device. Slight traces of adhesive were noted on one side the clear side arm tubing. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the lot. A review of complaint history found no additional complaints for this lot number. The product IFU states, ¿upon removal from package, inspect the product to ensure no damage has occurred¿. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, returned device, and complaint file suggests that there is evidence the device was manufactured out of specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook concludes this event to be due to a manufacturing deficiency. It is possible that there is not enough adhesive on the device. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.